Manufacturer narrative:
Date of event - estimated the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: optimal results immediately after mitraclip therapy or surgical edge-to-edge repair for functional mitral regurgitation: are they really stable at 4 years? The patient deaths referenced in the article are filed under separate medwatch report number.

Event description:
This is filed for other patient events. It was reported through a research article, identifying the mitraclip clip delivery system, that may be related to the following: death, recurrent mitral regurgitation, hematoma, right ventricle tear, additional intervention (intra-aortic balloon pump, heart transplant, surgical intervention, second mitraclip procedure) and re-hospitalization. Details are listed in the attached article, titled optimal results immediately after mitraclip therapy or surgical edge-to-edge repair for functional mitral regurgitation: are they really stable at 4 years? Please see article for additional information.

Manufacturer narrative:
The devices were not returned for analysis. The lot history record reviews could not be performed as the part numbers and lot numbers are unknown. The reported patient effects of hematoma, mitral valve insufficiency/regurgitation (worsening mr), and unspecified tissue injury (surgical procedure) are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported hematoma, mitral valve insufficiency/regurgitation (worsening mr), and unspecified tissue injury (surgical procedure) could not be determined. The reported hospitalization or prolonged hospitalization, surgical intervention (major surgery), and unexpected medical intervention (addl procedure mitral/tricuspid valve) (iabp) were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article title: optimal results immediately after mitraclip therapy or surgical edge-to-edge repair for functional mitral regurgitation: are they really stable at 4 years?na.